Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, the rv lead could not be removed from the implantable pulse generator (ipg). The lead was cut and capped. No patient complications have been reported as a result of this event.